Manufacturer narrative:
(B)(4). Images were returned for evaluation. The evaluation stated: one time-point available for evaluation: post-implantation cta dated (B)(6) 2022. Comparison series axial images appear to show a possible lack of proximal device apposition on the inner curve. Comparison axial images does not show an increase in pooling contrast on the delayed contrast series, thereby, ruling out a type ii endoleak. There appears to be bright contrast outside the implanted device communicating with contrast inside the device ~24mm, by outer curve length, distal to the proximal circumferential end of the device. Cannot confirm communication between the small amount of contrast outside the proximal device and the contrast pooling distally. (~24mm distal). Probable type iii endoleak.

Event description:
On (B)(6) 2021, the patient was treated for kommerell divirticulum/ aberrant sublclavian . The physician implanted a gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. On (B)(6) 2022, the gore fsa received a scan from the physician that appears to be a possible type iii endoleak. Images were received for evaluation. As of this time, the physician has not taken any action to address the endoleak.

Manufacturer narrative:
Additional information was received that a reintervention was performed to repair the reported endoleak. No endoleak was seen on angiogram images. Event type was changed from product malfunction to serious injury.